Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the reported event. Please consider this report void.

Manufacturer narrative:
(B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant: unknown, unknown cup, unknown; unknown, unknown head, unknown; unknown, unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09190, 0001825034 - 2017 - 09192, 0001825034 - 2017 - 09193.

Event description:
It was reported that the patient's right hip has been indicated for revision. No further information has been provided.